Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left tka on (B)(6) 2018 and was implanted with advance post stab femoral. Patient was revised on (B)(6) 2023 due to aseptic loosening. Femoral component, tibial component, tibial liner all removed.